Event description:
It was reported that within weeks of implant, there was a concern that the diagnostics did not match and that the stored episode looked atrio-ventricular paced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.